Event description:
Pt with extensive past medical history admitted to intensive care unit in septic shock. Pt with increasing pulmonary secretions on draeger ventilator. Pt being attended to by clinical staff for airway maintenance and frequent ventilator alarms. Pt arrested and expired. Later noted that pall exhalation filter was clogged. We do not believe the death is related to the filter issue.